Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure during the administration of the nutritional supplement, a plastic fragment was noticed inside the feeding adapter tube. The plastic fragment caused a blockage in the tube; the administration of the nutritional supplement was completed with a new feeding adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. The device was tested on a generator and it was found that the min switch assembly button was not functional. However, it worked properly with foot switch assembly and max assembly button. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, teflon pad peeled off, could be removed, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.